Manufacturer narrative:
The testing completed on the device no failing conditions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The pacemaker has been received for analysis. The local area field representative was contacted for additional information, however at this time no further information was provided.

Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information was provided.